Event description:
It was reported that the health care professional (hcp) questioned right ventricular (rv) capture on this lead. Technical services (ts) reviewed the available data and noted an underlying rv escape rhythm that appeared slower than the paced rate. Ts explained that capture could be confirmed remotely and in-office testing would be recommended. No adverse patient effects were reported. This rv lead remains in service.